Event description:
The deep brain stimulator battery lasted 2 mos. The device was programmed to provide stimulation to 2 electrodes on each lead with an amplitude of 9 volts. The hcp suspected early battery depletion. The device was replaced 8 mos after implant. The hcp reported the pt outcome as 'no injury'. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The neurostimulator was returned for analysis which was not completed at the time of this report. A f/u report will be sent when analysis is complete.